Manufacturer narrative:
The device was received for evaluation. The investigation is pending completion.

Event description:
The event occurred on various unspecified date involving a tego¿ connector where it presented resistance when connecting the syringe to draw blood. Although there was patient involvement, there was no harm.

Manufacturer narrative:
Investigation summary: received one (1) used d1000 tego connector for inspection. Seal tearing was found on the tego. The tego was found to be occluded when activated by a male luer due to the seal collapsing. The complaint of no flow can be confirmed. The probable cause of the torn seal and subsequent no flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and falls under the scope of a corrective and preventative action (CAPA) plan, which has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.